Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a nurse in the USA of constipation, break in aseptic technique and peritonitis with culture positive for escherichia coli (e. Coli) in a patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On unreported dates, the patient experienced constipation and had a break in aseptic technique also described as the patient made a mistake/touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of the peritonitis was the constipation and break in aseptic technique. The patient was not hospitalized for the peritonitis. Treatment for the events was not reported. At the time of the report, the patient had not recovered from the peritonitis. Concomitant therapy was not reported. A causality statement was not provided for the constipation. The nurse reported the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed. The assignable cause is not determined. A labeling review was performed and found to be adequate for the use error identified in this incident.